Event description:
Same case as MDR ID 2134265-2013-02271. It was reported that during preparation for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the proximal right coronary artery. While preparing the 1.25mm rotablator rotalink burr, the device was being tested at a rotational speed of approximately 180rpm when the rotablator rotalink burr came into contact with the rotawire guide wire and fractured the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is unable to be determined. (B)(4).